Manufacturer narrative:
The maquet service engineer has been on-site and exported the device logs that were received for our evaluation. The defective part was an expiratory channel printed circuit board (pcb), that was changed, but the customer has decided to keep the board. Our device log evaluation has confirmed that the reported event occurred, and based on the information in the device lots the issue can be traced to the malfunctioning of the expiratory channel pcb that has been changed. The expiratory channel pcb measures and controls the expiratory flow, inspiratory and expiratory pressure, and control of the safety valve function. A failure may, in worse case scenario, lead to stoppage of ventilation. If the pre-use checks tests are not successful before use, the device is considered to be not safe for use on a patient. The investigation was not able to establish the root cause for the reported event due to lack of goods. We could trace back the reported problem to (B)(6), therefore the date of event was determined as (B)(6) 2015.

Event description:
(B)(4).

Event description:
It was reported that an error message indicating disabled valves was discovered during service of the ventilator. There was no patient involvement. (B)(4).

Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.